Manufacturer narrative:
It was reported that the patient presented with the symptoms of an infection. An incision and drainage procedure is planned. Poly inserts will be exchange during the procedure. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient presented with the symptoms of an infection. An incision and drainage procedure is planned. Poly inserts will be exchange during the procedure.